Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure a crack/scratch was noted on the lens after inserting in the eye. The lens was removed and a new lens was implanted without incident. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. Both haptics are bent in the gusset and distal area. The optic was cut into two portions, typical of insertion and removal. One cut optic portion has a large crack on the posterior side near the central optic zone. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece and viscoelastic. Root cause: the reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, a crack/scratch was noted on the lens after inserting in the eye. The lens was removed and a new lens was implanted without incident. No patient harm was reported. Additional information has been requested.